Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 310 mg/dl while wearing the pod for longer than 48 hours. The patient reports the pod had failed to adhere and the cannula had become dislodged from the pod infusion site (abdomen). In addition the patient reports their continuous glucose monitor (cgm) sensor had fallen off at the infusion site. Symptoms reported include hyperglycemia, confusion, chest pain and difficulty moving. Once at the hospital the patient was treated with an intravenous fluids as well as an insulin drip. The patient was moved to the intensive care unit and was monitored. The patient remains in the hospital at the time of this call.